Event description:
It was reported to philips that the device's battery needs replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device failed the calibration test, resulting in the customer's request for onsite device evaluation to check the battery status and to replace as necessary. The fse replaced the battery resolving the issue. The battery age was confirmed to be 5+ years. The failed component is not expected for return. The device is fully functional, returned to service and remains at the customer site. Based on the information available, the cause of the reported problem was battery replacement needed. The reported problem was confirmed.